Event description:
Caller states the patient tested 2.4 inr on the coaguchek xs system and 1.9 inr on a comparison lab. Caller states that the patient went to the hospital after obtaining the 2.4 inr due to a transient ischemic attack or mini-stroke. Caller states that the coumadin the patient was taking changed to 12.5 mg daily as a result of the incident but that this was not based on the device result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.